Event description:
It was reported that one month after check-up, the device rapidly reached elective replacement indicator and was at end-of-life status due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high battery impedance resulting in eri (battery depletion indicated). Eri caused by high battery impedance was noted on (B)(6) 2011 prior to explant. Ramware version 8 was installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high battery impedance resulting in eri (battery depletion indicated). Eri caused by high battery impedance was noted on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2011.